Manufacturer narrative:
It was learned through follow up that the cartridge was not returned to nxstage and therefore, not available for evaluation. The exact cause of the blood leak cannot be determined. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide states to check the waste fluid for the presence of blood, if pink tinged terminate treatment and rinseback blood. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply the FDA's blood loss policy. A blood leak detector alarm occurred during a routine hemodialysis treatment. Blood was observed in waste line. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.